Event description:
It was reported that during the implant procedure, after placement of the left ventricular (lv) lead through the catheter, the doctor got ready to remove the catheter using a universal slitter. The doctor grabbed the hub of the catheter and as the doctor was positioning the slitter, the hub broke off from the rest of the catheter. The doctor attempted to cut the catheter with a pair of scissors which was unsuccessful. The lead fell out of the coronary sinus and doctor had to start over again using another catheter with which there was no issue. The lead lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k approval code cannot be determined. (B)(4).